Event description:
It was reported that the patient dropped the controller which experienced an unexpected loss of power, electrical fault alarms and c ontroller fault alarms due to a depleted internal battery. It was also reported that the ventricular assist device (vad) failed to restart, exhibited high watts and experienced multiple vad stops. The patient was admitted and the controller was exchanged to the hospital's emergency backup controller as the patient could not locate their backup controller. The patient will remain hospitalized until an alternate backup controller can be located. The vad remains in use. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 02-dec-2019. Labeled for single use?: no. (B)(4). Additional information has been requested regarding the patient information and controller return of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad and the controller were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed two (2) controller power up events with an associated pump start logged on 09-sep-2022 at 10:36:43 and 10:36:57. The data point logged prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 73% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point logged after the losses of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for a total of twenty-five (25) seconds. Review of the alarm log file did not reveal any controller fault alarms logged within the analyzed period. Review of the alarm log file associated with (B)(6) revealed nine (9) vad disconnect alarms, thirteen (13) electrical fault alarms, five (5) vad stopped alarms, and six (6) high watt alarms were logged on 10/sep/2022. This event was initiated by a vad disconnect alarm logged at 00:34:31, due to a critical phase open, indicating there was an open phase on each stator. This vad disconnect alarm likely corresponds with the reported controller drop event. An electrical fault alarm was then logged at 00:34:46 indicating an open phase on the front stator. A vad stopped alarm was logged at 00:35:26 due to a failure of the pump to restart after multiple attempts. This vad stopped alarm was followed by an additional twelve (12) electrical fault alarms, eight (8) additional vad disconnect alarms, four (4) additional vad stopped alarms, twenty (20) reactivation events, and two (2) controller power up events, likely due to troubleshooting. These vad stopped alarms logged between 00:38:00 and 00:41:05 due to a failure of the pump to restart after multiple attempts. Successful pumps start events were logged at 00:44:32 and 03:00:52. These electrical fault alarms and reactivation events were logged between 00:34:46 and 02:35:46 due to open phases in the front and rear stators, the front stator not connected, the rear stator not connected, resulting in the pump running on a single stator. This likely triggered the subsequent high watts alarms logged between 00:44:37 and 01:52:08 due to the increased power consumption required to run on a single stator. These vad disconnect alarms were logged between 00:36:44 and 03:00:13 between due to open phases on each stator and physical disconnections of the driveline from the controller likely during troubleshooting. Further review of the controller log files associated with (B)(6) revealed two (2) additional controller power up events with associated pump start events logged 10-sep-2022 at 09:16:34 and 09:18:57. No anomalies were recorded leading up to the losses of power. The controller was without power for 12 and 15 seconds respectively. Review of the alarm log file did not reveal any controller fault alarms logged within the analyzed period. Review of the available auto logs report associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on 10-sep-2022 at 11:25:21. Based on the available information and the reported event details, the controller power up event was most likely due to the reported controller exchange. As a result, the reported drop event associated with a vad disconnect alarm, electrical fault alarms, high watt alarms, and controller loss of power events were confirmed. The reported controller fault alarm event could not be confirmed; however, it is likely the electrical fault alarms were related to the reported "controller fault" event. Based on the available information, the most likely root cause of the reported drop event can be attributed to the handling of the device. The most likely root cause of the initial vad disconnect alarm indicating a critical phase open can be attributed to the controller drop, as described in the event details. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, high watts alarms, and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the remaining vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during troubleshooting. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. D1: controller d4: serial#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19, c23 h6: FDA conclusion code(s): d02, d10, d11, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.